Event description:
It was reported that during the implant procedure the placed right ventricular lead dislodged and had to be repositioned. At that time the physician was unable to re-engage the set screw after it was backed out too far in the header. The device was removed and replaced with a new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed, and no anomalies were found.